Event description:
After patient was placed under anesthesia it was discovered that there was no transverse image on the ultrasound. Went through some trouble shooting steps with product support engineer and it was determined that there was a problem with the external transverse module. The case had to be canceled. Patient under anesthesia approximately 30 minutes. Usual procedure time is 2 hours. Case has not yet been rescheduled.

Manufacturer narrative:
The ultrasound probe and system is not manufactured by healthtronics but is a part of our cryotherapy system. The manufacturer of the ultrasound has been notified of this event and was provided all testing results. Manufacturer has not requested return of the probe at this time. The ultrasound probe was replaced on system ccs030 as a result of a service call, the system tested and found functional. The ultasound probe was returned to healthtronics and tested as a function of the cryocare cs system. Verified probe had an image in both convex and linear views, noticed no gaps or disparities in the image. Probe ran through a 36 hour burn-in cycle, no image "lock-up" or loss of frame rate outside of acceptable levels. After burn-in cycle probe was tested further by allowing it to sit idle for 8 hours. At no time did the probe exhibit any signs of malfunction. Investigation is ongoing.